Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the sys disconnected during an intervention (shut down). This resulted in a loss of imaging functionality. There was no pt injury or death reported.